Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a surgery on (B)(6)2011. No additional information was provided.

Manufacturer narrative:
The outcomes attributed to the device were pain, bleeding, dyspareunia, and urinary problems. It was reported that the patient underwent sling extraction on (B)(6) 2011 due to erosion. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03965. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03965. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 12/06/2016. Additional information: explant date. Additional narrative: it was reported that the patient underwent mesh explant on (B)(6) 2015 by dr. (B)(6) at the (B)(6) medical center.

Event description:
Details: it was reported that the patient underwent mesh explant on (B)(6) 2015 by dr. (B)(6) at the (B)(6) medical center.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced yeast infection, nocturia, urgency, and recurrent urinary tract infections.

Event description:
It was reported that following insertion, the patient experienced yeast infection, nocturia, urgency, and recurrent urinary tract infections.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and vault prolapse. The patient underwent the concurrent procedures of anterior/posterior colporrhaphy, perineoplasty, and sacrospinous vault fixation with mesh during mesh implantation.